Event description:
Per parent, the child broke out of her cubby bed by grabbing the lock and yanking until the sheet tore. Per parent this was the first week they were home alone. There was no report of injury as a result of the event.

Manufacturer narrative:
Sensory medical has followed up three times and received no further information. Without further information, including lot number, no further investigation can be performed and manufacturing documentation cannot be reviewed. The safety sheet specifications are verified with current controls in place at the contract manufacturing facility. The product is inspected during in-process and final inspections. The controls in place to ensure the sheets and canopy are manufactured to cubby design specifications include training, work instructions, qa in process inspection, first sample review and a functional test by aql. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.